Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec and deformation. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process

Event description:
Healthcare professional reported left side "capsular contracture grade 3" and exchange "due to voluntary recall." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture grade 3" and exchange "due to voluntary recall."

Event description:
Healthcare professional reported left side "capsular contracture grade 3" and exchange "due to voluntary recall." Device has been explanted.

Manufacturer narrative:
G.3 for initial emdr-00346 was inadvertently left blank, the correct date for g.3 in emdr-00346 is 06/apr/2021.

Event description:
Healthcare professional reported left side "capsular contracture grade 3" and exchange "due to voluntary recall." Device has been explanted and replaced.